Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The erbe generator was returned for failure analysis but the customer reported failure could not be reproduced. A visual inspection of the unit found the bezel cracked on the top left corner. The unit energized and cauterized and all ports recognized instruments on the system. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer was having issues with the erbe generator while utilizing bipolar energy. The surgeon noted the bipolar instruments were not cauterizing as effectively as expected. The bipolar energy reportedly worked intermittently. The erbe tones were appropriate, but the energy would stop. The procedure was delayed by greater than 30 minutes due to the bipolar energy issue. The patient lost approximately 100-150ml of blood during the procedure. The surgeon maintained hemostasis with cautery and surgical sponges. The procedure was completed robotically with same erbe generator.